Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a00005000.

Event description:
It was reported the patient experienced ineffective stimulation with the system. As a result, surgical intervention was undertaken wherein the system was explanted. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Correction: e1 physician's first name is not known, and the physician's last name has been updated. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.